Event description:
A (B)(6) old female pt called zoll customer support to report 'check therapy pad messages.' Upon evaluation by a pt service representative a damaged wire was found. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. The cause for the therapy pad messages is a cut in the electrode belt trunk cable, which damaged the black pulse wire. The root cause for the damaged trunk cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.